Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A procedure form indicated that this lead is hooked into the lv port. It is considered an off label use. The physician was dr. (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).